Event description:
A report was received that the patient has pain at the ipg site radiating down the left leg. The area was red and warm to touch. The patient felt that when she charges the ipg it irritated the pain. The patient was prescribed pain medication but it did not alleviate the pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg and lead revision procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient has pain at the ipg site radiating down the left leg. The area was red and warm to touch. The patient felt that when she charges the ipg it irritated the pain. The patient was prescribed pain medication but it did not alleviate the pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. Leads were reportedly replaced due to lead migration and new pain area. No device malfunction was suspected. The patient was doing well post-operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has pain at the ipg site radiating down the left leg. The area was red and warm to touch. The patient felt that when she charges the ipg it irritated the pain. The patient was prescribed pain medication but it did not alleviate the pain. The patient will undergo a revision procedure.